Event description:
Customer reported that she went to the emergency room due to high and low blood glucose. Customer blood glucose reading at the time of the emergency room visit was unknown. Customer stated that she had and infection and was throwing up prior to the emergency room visit. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.